Event description:
It was reported that while charging an implantable neurostimulator prior to implant, a power on reset message was displayed on the recharger. Additional information has been requested, but was not available as of the date of this report.

Event description:
No further device malfunctions were seen. The issue was resolved.